Event description:
The reporter stated that the product comes apart at the connection of the tubing to the stopcock. It happens in the package and sometimes while on the patient. No patient information available.